Manufacturer narrative:
The reported device was not available for physical evaluation. No investigation was performed as the report didn't provide the product information. The reporter's contact information was not provided, so we couldn't contact the reporter to ask for more information, and the reporter indicated in the form to remain confidential. No new risks were identified. The current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action is required. Since product information was not provided, the UDI number is not identified.

Event description:
Report, (mw5163557) was received through FDA's medwatch program. Inflammation around laparoscopy band port causing lung and heart pain.

Event description:
A letter was received from FDA medwatch program with report # mw5165033. Duplicate of report # mw5163557. Inflammation around laparoscopy band port causing lung and heart pain.

Manufacturer narrative:
A letter was received from the FDA medwatch program with report # mw5165033; the report was reviewed and was discovered that this report is the same as the mw5136557 report sent to apollo endosurgery, inc. On (B)(6) 2024. We considered this a duplicate report and will not document it as a new complaint. Consequently, a new MDR will not be submitted. A notification was sent to the FDA with the explanation on (B)(6) 2025.